Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient expired 4 days after implant. The reporter stated that the patient "passed away from respiratory arrest that lead to sudden cardiac arrest." Follow up has been attempted to confirm cause of death and gain any details surrounding the event. Further information has not been received.